Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot to touch that it left marks on the nightstand. No troubleshooting was taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the radio frequency (rf) head battery was defective during functional test. The unit was charged for one hour and error codes 2300 and 5704 were found in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.